Event description:
It was reported the device reached elective replacement indicator recommended replacement time (rrt) within two years of implant. Given the usage of the device, early battery depletion was suspected due to the monitor being on and schedule transmissions not being sent. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: product ID: d234trk, serial: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product ID: 5076-45, serial: (B)(4), implanted: (B)(6) 2010. Product ID: 419688, serial: (B)(4), implanted: (B)(6) 2010.